Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was being done when the suture broke they took another suture to finish. Did the three sutures broke during the same castration procedure? Yes. Event date? Unknown. Could you please confirm the device's availability for return? Yes not arrived yet. Events were submitted via mwr-10022021-0000893654, mwr-10022021-0000893655 and mwr-10022021-0000893656.

Event description:
It was reported that an animal underwent a castration procedure in 2021 and suture was used. During the procedure, the customer indicates that they have already 3 broken wires from the box with charge qamctt with the least force. They used the wires in a castration. It was scrubbed with betadine and alcohol. Another type of suture was used to complete the procedure. Additional information was requested.